Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst"), cyst rupture ("cyst that ruptured") with abdominal pain, menopause ("premenopause"), post-traumatic stress disorder ("post-traumatic stress disorder"), libido decreased ("decreased sex drive"), menorrhagia ("excessive bleeding"), menstruation irregular ("irregular periods"), endometriosis ("endometriosis"), chest pain ("chest pain"), nausea ("nauseous"), dizziness ("dizzy"), migraine ("migraine"), oropharyngeal pain ("sore throat"), abdominal pain lower ("pain in lower abdomen"), back pain ("back pain"), pruritus ("itchy legs"), musculoskeletal pain ("shoulder pain"), flatulence ("gas"), peripheral swelling ("feet swollen"), hypoaesthesia ("feet numb"), infection ("infection "), thrombosis ("blood clot in leg"), pain in extremity ("hurt feet"), genital haemorrhage ("started bleeding and clots"), pelvic discomfort ("tons of pressure"), joint swelling ("ankle swelling"), burning sensation ("it burns inside") and abdominal pain upper ("stomach cramp and also when I pass gas"), was found to have histamine abnormal ("your histamine out of whacks") and hormone level abnormal ("low hormone") and underwent appendicectomy ("appendix removal surgery"). The patient was treated with surgery (removed uterus tubes and removed). Essure was removed. At the time of the report, the pelvic pain, cyst, histamine abnormal, cyst rupture, menopause, post-traumatic stress disorder, appendicectomy, menorrhagia, menstruation irregular, endometriosis, chest pain, nausea, dizziness, migraine, oropharyngeal pain, abdominal pain lower, back pain, hormone level abnormal, pruritus, musculoskeletal pain, flatulence, peripheral swelling, hypoaesthesia, infection, thrombosis, pain in extremity, genital haemorrhage, pelvic discomfort, joint swelling, burning sensation and abdominal pain upper outcome was unknown and the libido decreased had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, appendicectomy, back pain, burning sensation, chest pain, cyst, cyst rupture, dizziness, endometriosis, flatulence, genital haemorrhage, histamine abnormal, hormone level abnormal, hypoaesthesia, infection, joint swelling, libido decreased, menopause, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, oropharyngeal pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, post-traumatic stress disorder, pruritus and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cyst and histamine abnormal, cyst rupture, pain, medical device removal, appendix removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event stomach cramps was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst"), cyst rupture ("cyst that ruptured") with abdominal pain, menopause ("premenopause"), post-traumatic stress disorder ("post-traumatic stress disorder"), libido decreased ("decreased sex drive"), menorrhagia ("excessive bleeding"), menstruation irregular ("irregular periods"), endometriosis ("endometriosis"), chest pain ("chest pain"), nausea ("nauseous"), dizziness ("dizzy"), migraine ("migraine"), oropharyngeal pain ("sore throat"), abdominal pain lower ("pain in lower abdomen"), back pain ("back pain"), pruritus ("itchy legs"), musculoskeletal pain ("shoulder pain"), flatulence ("gas"), peripheral swelling ("feet swollen"), hypoaesthesia ("feet numb"), infection ("infection"), thrombosis ("blood clot in leg"), pain in extremity ("hurt feet"), genital haemorrhage ("started bleeding and clots"), pelvic discomfort ("tons of pressure"), joint swelling ("ankle swelling"), burning sensation ("it burns inside") and abdominal pain upper ("stomach cramp and also when I pass gas"). Was found to have histamine abnormal ("your histamine out of whacks") and hormone level abnormal ("low hormone") and underwent appendicectomy ("appendix removal surgery"). The patient was treated with surgery (removed uterus tubes and removed). Essure was removed. At the time of the report, the pelvic pain, cyst, histamine abnormal, cyst rupture, menopause, post-traumatic stress disorder, appendicectomy, menorrhagia, menstruation irregular, endometriosis, chest pain, nausea, dizziness, migraine, oropharyngeal pain, abdominal pain lower, back pain, hormone level abnormal, pruritus, musculoskeletal pain, flatulence, peripheral swelling, hypoaesthesia, infection, thrombosis, pain in extremity, genital haemorrhage, pelvic discomfort, joint swelling, burning sensation and abdominal pain upper outcome was unknown. And the libido decreased had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, appendicectomy, back pain, burning sensation, chest pain, cyst, cyst rupture, dizziness, endometriosis, flatulence, genital haemorrhage, histamine abnormal, hormone level abnormal, hypoaesthesia, infection, joint swelling, libido decreased, menopause, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, oropharyngeal pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, post-traumatic stress disorder, pruritus and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cyst and histamine abnormal, cyst rupture, pain, medical device removal, appendix removal surgery. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst"), cyst rupture ("cyst that ruptured") with abdominal pain, menopause ("premenopause"), post-traumatic stress disorder ("post-traumatic stress disorder"), libido decreased ("decreased sex drive"), menorrhagia ("excessive bleeding"), menstruation irregular ("irregular periods"), endometriosis ("endometriosis"), chest pain ("chest pain"), nausea ("nauseous"), dizziness ("dizzy"), migraine ("migraine"), oropharyngeal pain ("sore throat"), abdominal pain lower ("pain in lower abdomen"), back pain ("back pain"), pruritus ("itchy legs"), musculoskeletal pain ("shoulder pain"), flatulence ("gas"), peripheral swelling ("feet swollen"), hypoaesthesia ("feet numb"), infection ("infection "), thrombosis ("blood clot in leg"), pain in extremity ("hurt feet"), genital haemorrhage ("started bleeding and clots"), pelvic discomfort ("tons of pressure"), joint swelling ("ankle swelling") and burning sensation ("it burns inside"), was found to have histamine abnormal ("your histamine out of whacks") and hormone level abnormal ("low hormone") and underwent appendicectomy ("appendix removal surgery"). The patient was treated with surgery (removed uterus tubes and removed). Essure was removed. At the time of the report, the pelvic pain, cyst, histamine abnormal, cyst rupture, menopause, post-traumatic stress disorder, appendicectomy, menorrhagia, menstruation irregular, endometriosis, chest pain, nausea, dizziness, migraine, oropharyngeal pain, abdominal pain lower, back pain, hormone level abnormal, pruritus, musculoskeletal pain, flatulence, peripheral swelling, hypoaesthesia, infection, thrombosis, pain in extremity, genital haemorrhage, pelvic discomfort, joint swelling and burning sensation outcome was unknown and the libido decreased had not resolved. The reporter considered abdominal pain lower, appendicectomy, back pain, burning sensation, chest pain, cyst, cyst rupture, dizziness, endometriosis, flatulence, genital haemorrhage, histamine abnormal, hormone level abnormal, hypoaesthesia, infection, joint swelling, libido decreased, menopause, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, oropharyngeal pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, post-traumatic stress disorder, pruritus and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cyst and histamine abnormal, cyst rupture, pain, medical device removal, appendix removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event medical device removal was deleted and replaced with new events- chronic pelvic pain,excessive bleeding, irregular periods, endometriosis, chest pain, nauseous, dizzy, migraine, sore throat,, clots, pain in lower abdomen, back pain, low hormone, itchy legs, shoulder pain, gas, ankle swelling, feet swollen, feet numb, infection, blood clot in leg, hurt feet ,burning sensation,added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('7 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and appendicectomy ("appendix removal surgery"), experienced cyst ("cyst"), cyst rupture ("cyst that ruptured") with abdominal pain, menopause ("premenopause"), post-traumatic stress disorder ("post-traumatic stress disorder") and libido decreased ("decreased sex drive") and was found to have histamine abnormal ("your histamine out of whacks"). The patient was treated with surgery (essure removal surgery and removed). Essure was removed. At the time of the report, the medical device removal, cyst, histamine abnormal, cyst rupture, menopause, post-traumatic stress disorder and appendicectomy outcome was unknown and the libido decreased had not resolved. The reporter considered appendicectomy, cyst, cyst rupture, histamine abnormal, libido decreased, medical device removal, menopause and post-traumatic stress disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cyst and histamine abnormal, cyst rupture, pain, medical device removal, appendix removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case became incident. New events - 7 weeks post op, post-traumatic stress disorder, decreased sex drive, appendix removal surgery were added. Outcome of the events updated. Appendix removal added from fup 6. Fup 6 and fup 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.